Event description:
Caller reported that the quick bolus/wake button on the pump was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The technical support team guided the caller to try different ways to press the button and suggested removing the pump from its case. Despite these efforts, the issue persisted, so the team decided to replace the pump. The customer was advised that they would receive a new pump with updated software and understood they would need to transfer their settings and connect their cgm to the replacement pump. The problematic pump was to be returned to tandem, with instructions provided for the return process, including allowing the battery to deplete and using the return box with a prepaid label.